Event description:
It was reported that a lentulo separated; the separated piece was retrieved without injury.

Manufacturer narrative:
While it may be possible that a lentulo could separate and become lodged in a canal and require surgical intervention to remove (and therefore to preclude a serious injury), this outcome is unlikely as the lentulo is used to place cement in the canal after it has been cleaned and shaped. (I.e. The separated piece would most likely be retrieved easily or incorporated into the fill with minimal risk of future infection). However, since separation of a lentulo resulted in a serious injury within the past two years, this event meets the criteria for reportability per 21 cfr part 803. The device was returned for eval, though results are not available as of this report. Eval results will be submitted as they become available.